Event description:
The customer reported to baxter corporate product surveillance of a v-link luer in which a disconnection was detected when connected to an unknown arrow international catheter. A colleague pump was used to infuse ativan. The disconnection caused the ativan to leak on to the bed, but there was no patient exposure. It is unknown when the disconnection occurred, but the nurse became aware of the situation an hour after the infusion started. The patient did become restless and agitated. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation and was contaminated with blood. The reported condition was confirmed by visual inspection and the thread area of the female luer was observed to be broken. However, based on the evaluation an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.